Event description:
Reportedly, during a device follow-up, the message "aida is not programmed" was displayed on the aida screen. Statistic data were available; however, arrhythmia tab was not displayed and its data were not available. The subject pacemaker was interrogated with another programmer; however, arrythmia tab on aida screen was still not available.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a device follow-up, the message "aida is not programmed" was displayed on the aida screen. Statistic data were available; however, arrhythmia tab was not displayed and its data were not available. The subject pacemaker was interrogated with another programmer; however, arrythmia tab on aida screen was still not available.